Manufacturer narrative:
Although baxter made an attempt to retrieve the sample, the customer stated the sample has been discarded. Therefore, an evaluation cannot be performed.

Event description:
The customer contacted baxter healthcare to report that a cryocyte container was noted to have a break near the main sealing on the lower part of the bag during the thawing process. Requests for additional information revealed the following: 100ml of bone marrow was stored in the bag. The bag was filled in 2008 and thawed three weeks later. The material was separated into 4 bags of 100ml each and one of the bags broke during thawing. The break was observed to be near the main sealing on the lower part of the bag. It was reported that the technician was not exposed to the blood product as a result of the break. As a result, the dose was reduced. There was a loss of 0.96x10e6/kg of cd34 cells and 0.975x10e8/kg of nuclear cells. The patient was infused with a total of 2.88x10e6/kg cd34 cells and 2.925x10e8/kg nuclear cells. The dose expected was 3.84x10e6/kg cd34 cells and 3.90x10e8/kg nuclear cells. After the bone marrow transplant, the expected platelet count was expected to be reached on day 21; however, it was reached on day 30 (9 days delayed). Preparation, freezing, and storage protocol: the final concentration of the cryoprotectant was 5%. The customer made a seal on the tube before the injection site and removed the part of the roller clamp. All visible air was removed from the bag. When asked if there have been any recent changes in protocols, critical equipment/supplies or personnel that may have contributed to the break, the customer stated that the procedure has been used by the customer for 15 years.